Event description:
A malfunction alarm with code malf 12 was reported, and the cause was identified as fault ID 12-0x2071. The incident did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump; however, the issue persisted. The customer reverted to using multiple daily injections (mdi) as a backup therapy.